Event description:
It was reported that during the procedure, after pre-dilating a heavily calcified, de novo lesion in the mildly tortuous proximal right coronary artery with a mini trek balloon dilatation catheter, a 3.5x18 rx xience prime stent delivery system (sds) was advanced via radial access, but failed to cross the lesion due to patient anatomy, resulting in separation of the proximal shaft due to multiple attempts to cross. The rx xience prime shaft was simply withdrawn from the anatomy and another same sized rx xience prime sds successfully crossed the lesion, completing the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Against resistance. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. Failure to advance/cross the lesion could not be replicated in a testing environment as it was based on operational circumstances. Shaft separation was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that the xience prime everolimus eluting coronary stent system instructions for use states: should any resistance be felt at any time during either lesion access or removal of the delivery system post-stent implantation, the entire system should be removed as a single unit. Failure to follow these steps and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. Based on the information reviewed, there is no indication of a product deficiency.